Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that the patient was having connecting issues. Since implant, they had a hard time connecting to their therapy settings. They stated they were supposed to turn their device on after "the medicine wore off," but when they tried to do so, they received messages that said "move it over" or "programmed." The circumstances that led to the reported issue were unknown. On the call, they received an "all internal data has been lost. Contact clinician" message. Information was reviewed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. There were no patient symptoms or further complications reported at this time.